Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was isolated to a shorted c1 capacitor on the computer/analog pca board, causing l1 to open and damaging d1 and l2. The root cause for the shorted c1 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.